Event description:
At the end of the diagnostic angiogram, the wire for the vascular closure device kinked in the delivery sheath. This has happened at the end of more than one case.======================manufacturer response for vascular closure device, angio-seal sts plus platform (per site reporter).======================regional rep notified that suspected malfunctioning device is available for pick-up. No response as of this report.